Manufacturer narrative:
H3: product analysis : air: during the inspection at the time of acceptance, it was observed that the internal lens was broken and it was observed that the device was unable to focus. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from service and repair via manufacturer representative regarding a patient having hernia extraction for hernia. It was reported that the screen became impossible to see. A patient was involved, and there were no complications. The event was handled with the spare scope of the hospital. There were no further complications reported regarding the event.